Event description:
A customer observed falsely elevated tsh results on the vitros eci q analyzer. The vitros tsh results were not released. Biased results of the magnitude, and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the customer observed higher than expected tsh results for a single pt sample and quality control samples. The customer re-calibrated the tsh assay and post calibration obtained expected results. The investigation included analysis of datalog files covering the time interval of the event, however, there is no indication that the instrument malfunctioned. There is no indication that the tsh reagent has malfunctioned as the re-calibration was performed on the same in use package of reagent. The root cause of the event is unk.